Event description:
During a laparoscopic bowel resection surgery, a contour curved cutter stapler misfired, requiring the surgeon to use sutures to close the common channel rather than the stapling device.